Event description:
Meter name: fasttake meter. Strip name: lifescan fasttake. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. Customer was found laying in the customer's room. A patient reported they were treated by emt due to unable to test on meter and having a diabetic reaction. Their meter allegedly would only prompt apply sample message. The result on their meter was unable to test. The result on the emt meter result unknown. There was no comparison. Treatment unknown for paramedics. Customer was given jelly and cake frosting before paramedics arrived. No further info has been reported.